Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that enteral feeding pump comes on and off and doesn't run accurately.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the rotor doesn't run accurately.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump had a damaged rotor that turned clockwise. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.